Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent down arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
Customer reported that the insulin pump alarmed button error. The alarm occurred after returning from a cruise. Customer stated she would take the insulin pump off and leave it in a drawer while being on excursions. She changed the battery a couple of times but could not clear it. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.